Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot histories. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the dissection tip broke. After dissecting the vein in the thigh, the scope was removed and reinserted to dissect the vein in the lower leg. Upon removal of the scope from the btt short port when the dissection was complete, it was observed that the edge/tip of the device was broken. When the btt seal was opened, two fragments of the device were found in the port. The pieces were reattached to ensure that all pieces were accounted for. The hospital did not report any pt effects. There was a delay in completing the procedure due to ensuring that there were no missing pieces of the device. The hospital intends to return the product in question.